Event description:
It was reported that during an orthopedic knee replacement procedure, the surgeon had to use four devices during the procedure. The staples were separating from the tissue after placement and dropped off of the tissue. They appeared to be malformed. They completed the procedure with a fifth like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 35 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.